Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was pre-fired and engaged in interlock with the jaws open. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed pre-fired loading unit was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while preparing to disconnect the distal rectum, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able press the green button. The instrument clamp was stuck on tissue but was removed by using the open front port removal tool. They changed to a new device to continue the surgery. There was no patient injury.